Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer received battery cap damage notification. No harm requiring medical intervention was reported. Troubleshooting was performed and battery cap contacts damage. Product will not be returned for analysis. It was unknown whether the customer continued using the device or not.